Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The sales representative reported that the user facility experienced the device leaking an oil like substance during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The sales representative reported that the user facility experienced the device leaking an oil like substance during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.